Event description:
4-0 prolene #8521 ethicon suture broke in the middle, after needles were purposely cut off. While tying the knots, the suture broke. No harm to patient. A new suture was used. The suture was removed and sent to biomed. ====================== manufacturer response for suture, prolene======================the sutures were not defective in tensile strength. One suture showed instrument damage (pinch cuts), and the other sample showed the knot was not tied off, just loops of suture.